Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned screw could not confirm the complaint, as the plate was not returned for evaluation. The screw was inspected and it was determined by dimensional inspection that the screw was manufactured prior to the screw modification that was implemented in (B)(4). The lot number of the plate was also investigated and was determined to be manufactured in 2007 with no anomalies reported for that lot. A complaint search revealed previous complaints for this failure mode. This failure mode is also included in (B)(4) and (B)(4). The risk for this failure mode was addressed by (B)(4). In 2010, an additional CAPA was opened ((B)(4)) to address a separate manufacturing issue but also clarifies the dimensions on the head of the screw to increase screw engagement in the plate and increase consistency in manufacturing and inspection. Screws manufactured prior to (B)(4) may go through the plate if sufficient torque is applied by the user and if the plate and screws are manufactured on tolerance edges. (B)(4) and (B)(4) were opened to address this failure mode. (B)(4) was completed in 2009 and (B)(4) is scheduled for completion in 2011. The complaint sample was manufactured before the eco changes to the screw. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The 8.0 x 70mm screw went through the 9-hole right polyax plate. The surgeon removed the screw and put a second 70mm screw into the plate. This was tighter, but still would have gone through the plate. This caused a surgical delay of 10 - 15 minutes.